Event description:
It was reported that during an unknown procedure, the device could not apply clip successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4)= scissored clip. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "can't apply clip successfully?" Does this mean device would not deploy clip? Does this mean clip came off of tissue once deployed? Does this mean clip not formed properly? Please provide more details regarding specific issue experienced by user. What type of procedure was device used on? How was case completed? The analysis results found that the er420 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 17 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. In addition, one scissored clip inside a sample bag was received. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.